Event description:
Hcp reports the pt presented in 2004 with signs of a lead track infection including redness and drainage. The organism cultured was staphylococcus aureus. The pt did not have meningitis. The pt was treated with oral antibiotics and a total device system explant. The hcp reported the pt's infection has resolved.